Manufacturer narrative:
The customer reported no audible alarm was confirmed and was attributed to a disconnected wire leading to the speaker from the I/o board. The wire was re-soldered to fix this problem. (B) (4)

Event description:
The facility representative reported a pump in which no audible alarm. Information was provided that the problem occurred before using the pump in the nicu. No patient injury or medical intervention was reported. Although baxter attempted to obtain information, details were not available regarding additional contact information. No additional information is available.